Manufacturer narrative:
(B)(4). A device history record review was performed on the outer tray and kit with a potential relevant finding. Per (B)(4), during incoming inspection for outer tray t-05600-100b (lot#23p19a0261), a white powder residue observed on some of the trays. A rework was performed to remove the residue and the trays were re-inspected and accepted. This is not relevant to this complaint. The customer reported the outer tray of the kit cracking potentially causing sterility issues. The customer returned one sealed kit reference attached files (B)(4)). Visual examination of the returned kit revealed the upper left corner show signs of stress and is cracked under the flange. No other defects or anomalies were observed. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. Per the manufacturing site, all incoming outer trays are visually inspected for evidence of stress marks prior to packaging as well as each packaged kit is inspected after sealing and prior to being placed into the corrugate container. Also, packaging and engineering personnel attempted to duplicate opening sealed kits but concluded significate manual force is needed to crack one or more of the corner of the kit. The reported complaint of the tray is cracking was confirmed based on the sample received. Visual inspection of the returned kit revealed the upper left corner showed signs of stress as well as having crack under the flange. A device history record review was performed on the outer tray and kit with no relevant findings. Also, the outer trays are 100% inspected prior to and after packaging. It is unknown how the kit was handled during shipping or prior to use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the trays corners being stressed and cracking could not be determined.

Event description:
It was reported that the corners of the trays are cracking, creating a potential sterility issue. One tray was discovered after opening for a procedure and subsequent inventory was checked.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the corners of the trays are cracking, creating a potential sterility issue. One tray was discovered after opening for a procedure and subsequent inventory was checked.